Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented to a clinic with stored episodes of ams. Review of the strip revealed atrial pacing during a sinus tachycardia. Programming changes were made. The patient was stable and will continue to be monitored.